Event description:
Uplifted proximal stent struts.

Manufacturer narrative:
The report received from the field indicated that there was a split on tip of the device. It is unk if the product was or was not clinically used. There was no pt injury. Attempts to obtain additional info have been unsuccessful. The following analysis was performed on the returned product: device and lot history record review: this is the only report of this type received for this sterile lot number to date. Visual analysis: the stent was found to be properly placed on the balloon. The stent proximal end exhibited uplifted struts. The distal end struts appeared slightly flared. The tips was not found to be split as stated in the event description and contained no anomalies. Dimensional analysis: the returned sds catheter's tip inner diameter, body outer diameter and stent profile (undamaged area) were measured and found to be within dimensional specifications. Conclusion: the tip contained no anomalies, although the stent exhibited flared distal end struts and uplifted proximal end struts. The exact cause of the stent strut damage was not determined, although it appears the stent may have been accidentally partially pre-deployed. The flared distal end stent struts and the uplifted proximal stent struts support this. Clinical impression: a report was received that a cypher stent was found to be 'split on tip, defective'. There was no reported patient injury and it is unk whether the product was used clinically. Info relating to how the product was removed from the pt (if it was used in the pt) is unavailable. The instructions for use recommend that the stent delivery system and guider be removed as one unit. No further info is forthcoming from the account but the product was returned for evaluation. On analysis, the stent waas found to have uplifted proximal struts. Assuming the product was used clinically; this is, of course reportable based on the potential for stent dislodgement based on the limited info, it is difficult to draw a conclusion between the device and the event.